Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead sensed both atrial and ventricular signals. X-ray was taken and it was confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was stable.